Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of capture was observed on the right ventricular lead. No patient symptoms were reported. The lead was explanted and replaced. The patient was in good condition following the event.